Event description:
A female pt reported experiencing a corneal ulcer right eye, with ocular redness and soreness after switching to lens plus saline solution from a preserved saline solution, brand unk. She said her symptoms persisted with several cans of lens plus. She frequently removed her lenses during the day for a few hours, storing them in the saline and reinserting them later, without disinfecting. The pt sought medical attention, and she was treated with prescription medications. Her symptoms cleared up after about a week with no lasting problems. She was convinced that lens plus saline caused her corneal ulcer whether or not it was not properly used. In follow-up, the dr confirmed a diagnosis of corneal ulcer and said ciloxan and homatropine had been prescribed. She said that the pt might have incurred scarring if she had not been treated. The dr could not indicate whether or not lens plus saline was the direct cause of the corneal ulcer.